Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally it was reported that customer was dancing and fell on to pump and the touch screen became shattered and unresponsive. Customer's blood glucose level was 149 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.